Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not staying on the vessels. The clips would not close all the way and were not formed properly. There was no report of scissored clips. This occurred on the first few firings on an unknown vessel. The procedure was completed with the second device. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 2 clips as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence, the event description details and the ability to replicate similar failures, the belief is that the cause of this complication may have been excessive backward force applied to the device jaws during firing and/or an incomplete firing stroke.